Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement tests. No motor error alarm noted. All operating currents tested with in the specification range and passed the off no power test. No battery out of limit or off no power alarm noted. Device was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window.

Event description:
The customer reported via phone call that he had changed the battery the day before and the insulin pump alarmed motor error and battery out limit while he was sleeping. The customer also reported that there was and off no power alarm in the alarm history 2 or 3 hours after the motor error and he did not receive a low battery alert prior to it. Blood glucose value was 248 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.